Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user received an alert 38 motor stall on the ilet pump, indicating a failure to infuse associated with the motor component; the user removed supplies, restarted the device, and was advised to replace with new supplies, after which the alert did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem was identified and the issue was traced to a component failure related to the motor, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency and component failure.